Event description:
The reporter contacted animas on january 14, 2012 alleging a battery issue with his son's pump. The reporter mentioned that he was changing his son's site and got a low battery warning. He changed the battery and when he put it into the pump, he obtained a replace battery warning and reported no code on screen just replace battery. He tried three different batteries from the same package and issue persisted. Patient has always used alkaline 1.5 energizer non rechargeable batteries. Reporter did not have any new replacement packages of batteries. There was no indication of any misuse of the product. Reporter mentioned that he will try a different package of a batteries and of issue persists, he will contact animas. The alleged issue was not resolved over the phone. The complaint is being reported since the reporter alleged that the pump would not power on after replacing the battery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.